Event description:
Hill-rom received a report from the account stating the intellidrive would run in reverse when handles were pushed forward. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the left push handle to be inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom account replaced the left push handle assembly to resolve the issue. Based on this information, no further action is required.